Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. The customer's blood glucose was 25 mg/dl at the time of the incident. The customer's blood glucose was 22 mg/dl at the time of admission. The customer stated that the emergency medical services were called. The customer stated that she had a seizure and was unable to speak for a while. The time of the hospitalization was 6:30pm and the date of the hospitalization was (B)(6). The customer stated that there were threshold suspends that were not showing up on episode summary report. The insulin pump will not be returned for analysis.